Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that it failed the break out box motor assessment and safety check assessment. During service/repair, it was determined that the device had partial locking components to the burr-lock, and the diamond key and driver shaft were broken. It was further determined that the issues were consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was losing torque when it was put under load. It was further reported that even when just the ¿shd6r¿ was put on the bone, the drill bogged down and had no power. During in-house engineering evaluation, it was observed that the device failed the safety check assessment. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.